Manufacturer narrative:
The four devices were not returned to bd for evaluation. Medical records were returned for all four malfunctions and were reviewed. Of the four malfunctions, three investigations were confirmed for difficult to remove, filter tilt, and perforation. One investigation is confirmed for filter tilt and perforation, but inconclusive for retrieval difficulties. Based on the information provided, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced a difficult to remove, filter tilt, and perforation. This information was received from various sources. All four malfunctions involved a patient with no patient injury. The 4 patients ranged from 31 to 61 years of age and 198 to 256 lbs. Of the reported patients, 2 were male and 2 were female.